Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "fluid leaking from the non return valve." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8306604. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally , no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately based on our testing results, the root cause for this complaint could not be determined at the conclusion of our review. H3 other text : see h.10.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "fluid leaking from the non return valve." 2 occurrences were reported.